Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in spain, it was a case of a 26mm sapien 3 ultra resilia valve implanted in the aortic position by transfemoral artery approach. The esheath+ was inserted without any resistance, and delivery system insertion proceeded normally. When the commander delivery system and esheath+ were withdrawn together, the distal tip of the esheath+ was found torn. The withdrawal of the delivery system and sheath were completed without difficulty. No patient injury occurred, and the patient remained in stable condition.

Manufacturer narrative:
Updated section h6. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation as it was discarded. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided and the following was observed: distal tip torn. The complaint for sheath distal tip tear was confirmed, based on the evaluation of the provided imagery. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process. Additionally, patient or procedural factors, such as challenging anatomy or non-coaxial advancement angles (as reported, patient presented "moderate" tortuosity and "moderate" calcification), may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.